Manufacturer narrative:
The technician found the brown connector on the transformer was broken. The technician replaced the transformer to repair the bed.

Event description:
Info received indicates the bed has no power.